Event description:
It was reported that during a pulmonary lobectomy procedure, the device delivered an incomplete staple line. The procedure was completed with sutures. There was no consequence to the pt.